Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for routine preventive maintenance. There were no reports or allegations of patient harm or injury. The ventilator was evaluated at a third-party service center. The device log files were successfully downloaded and reviewed. Analysis identified a ¿vent service required¿ error associated with active exhalation control module (aecm) valve actuation during the appropriate phases of the breath cycle. The reported error could not be reproduced during evaluation. Service documentation did not specify which component, if any, was replaced to address this condition. No defects were identified. During the evaluation, unrelated to the reported malfunction, the muffler assembly, particulate filter, and air inlet foam filter required replacement due to preventive maintenance. Following service, the unit passed all testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.